Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Noise was noted on the rv pace/sense and shock channels; however, the noise was not sensed by the device. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).